Event description:
This device case, reported by a non-healthcare professional who contacted the company to report a product complaint, concerns a pt. The pt was using a pen injection device (humapen ergo - opaque cartridge holder) to deliver insulin lispro (humalog) for the treatment of type ii diabetes. The pt had been using this device for about two years and was also taking metformin. The pt commenced insulin lispro (dose and dates not provided) and during therapy the pt has experienced high blood sugars for some time. The readings have been up to 31 and are currently 20. The reporter stated that the black plunger was not moving inside the pen. When the pt saw the specialist nurse she increased the dose of insulin lispro and advised the pt to use syringes until the pen replacements arrive. The dose may be discussed further with the nurse as they may need adjusting back down. The pen will be returned for further analysis. There was no healthcare professional opinion of causality.